Event description:
It was reported that the device overheated. There was no pt involvement and no allegation of adverse consequences alleged with this event.

Manufacturer narrative:
The device has been returned to the manufacturer for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.